Event description:
This spontaneous report was received on 20-may-2013 from a female consumer (age unspecified) reporting on self from the united states. The medical history included arthritis. The concomitant medications were not reported. On an unspecified date, the consumer started using reach access daily flosser, for dental cleaning (route dental, frequency, lot number and expiration date unspecified). After an unspecified duration, the consumer noticed that the flosser head did not stay in the flosser. Action taken with the device was unknown. This report had no adverse event. The company causality was assessed as possible. This report was considered as a reportable malfunction case in the united states. Lot number was not provided and no sample had been received. Without a lot number, the analyst could neither perform a batch record review, the retain sample evaluation nor lot trend analysis. A review of the complaint data revealed a potential upward trend. Complaint trends will continue to be monitored. This complaint could not be considered confirmed since no sample had been received. History of changes demonstrated adequate controls and did not show any gaps in the production process that could potentially affect the product. The device was used as intended for treatment. Disposition was undetermined. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is 25-jun-2013. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2013, from a female consumer (age unspecified) reporting on self from the united states. The medical history included arthritis. The concomitant medications were not reported. On an unspecified date, the consumer started using reach access daily flosser, for dental cleaning (route dental, frequency, lot number and expiration date unspecified). After an unspecified duration, the consumer noticed that the flosser head did not stay in the flosser. Action taken with the device was unknown. This report had no adverse event. The company causality was assessed as possible. This report was considered as a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is (B)(4)2 013. This closes out this report unless other additional significant information is received.